Event description:
Initial info received from a physician on (B)(6) 2010: it was reported that a female pt (age unk) had a seemingly allergic reaction to her second treatment of poly-l-lactic acid (sculptra aesthetic, lot number and exp date unk). Pt suffered edema and rash-style redness all over her face. No concomitant medications or medical history reported. No further info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk,) from product technical complaint report case ID (B)(6) dated (B)(6) 2010, received by (B)(6) on (B)(6) 2010: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA and the investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info received from a physician on (B)(6) 2011 upon medical review of the additional info received, this previously reported non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree.): the health care professional data collection form was returned completed. A (B)(6) female was treated with 2 vials of poly-l-lactic acid (sculptra) [lot number a0034, expiration date dec-2012] every 4 months from (B)(6) 2010 for facial atrophy. The pt was not pregnant during treatment with poly-l-lactic acid. On (B)(6) 2010, the pt experienced extreme swelling and was treated with 2 courses of methylprednisolone (medrol). The pt did not receive any further treatments of poly-l-lactic acid, her last treatment was on (B)(6) 2010, and poly-l-lactic acid was discontinued because of the adverse event. The event resolved on (B)(6) 2010. The physician noted he suspects the adverse event (allergic reaction) was related to the poly-l-lactic acid. Medical history listed as hypothyroidism and sulfa allergy (rash and welts). Concomitant medication listed as levothyroxine (synthroid). No further relevant info reported.

Event description:
Initial info received from a physician on (B)(6) 2010: it was reported that a female pt (age unk) had a seemingly allergic reaction to her second treatment of poly-l-lactic acid (sculptra aesthetic, lot number and exp date unk). Pt suffered edema and rash-style redness all over her face. No concomitant medications or medical history reported. No further info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unk,) from product technical complaint report case ID (B)(6) dated (B)(6) 2010, received by (B)(6) on (B)(6) 2010: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA and the investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info received from a physician on (B)(6) 2011 (upon medical review of the additional info received, this previously reported non-serious case has been upgraded to serious based on the reclassification for the event(s) following assessment utilizing the company's new device reporting tree.): the health care professional data collection form was returned completed. A (B)(6) female was treated with 2 vials of poly-l-lactic acid (sculptra) [lot number a0034, expiration date dec-2012] every 4 months from (B)(6) 2010 for facial atrophy. The pt was not pregnant during treatment with poly-l-lactic acid. On (B)(6) 2010, the pt experienced extreme swelling and was treated with 2 courses of methylprednisolone (medrol). The pt did not receive any further treatments of poly-l-lactic acid, her last treatment was on (B)(6) 2010, and poly-l-lactic acid was discontinued because of the adverse event. The event resolved on (B)(6) 2010. The physician noted he suspects the adverse event (allergic reaction) was related to the poly-l-lactic acid. Medical history listed as hypothyroidism and sulfa allergy (rash and welts). Concomitant medication listed as levothyroxine (synthroid). No further relevant info reported.